Event description:
The customer reported to olympus that the cable was damaged while using the camera head. The issue occurred during preparation for use and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
E2: e3: unknown. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was inspected by a distributor in the latin america division. The cable unit was found to be cut and damaged. Additionally, other evaluation findings include the following: failed leak test. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. ¿ using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the cable was damaged while using the camera head. The issue occurred during preparation for use and the procedure was completed with a similar device. There was no patient harm associated with the event.